Event description:
The user reported that, during the initial placement of a hemodialysis catheter, a leak was found in the catheter. The device was exchanged with a new catheter and the procedure was completed. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and no anomalies were found. The device was flow tested and water was observed passing through the bifurcation hub. The complaint is confirmed. The bifurcation hub is a purchased part. No root cause was identified.